Event description:
It was reported that when evaluating the catheter, the valve was unable to be opened successfully. This made it impossible to aspirate and greater resistance was felt during injection.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv2160 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redv2160) have been reported from the same facility in (B)(6).

Event description:
It was reported that when evaluating the catheter, the valve was unable to be opened successfully. This made it impossible to aspirate and greater resistance was felt during injection.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of failure to aspirate through the catheter was confirmed but the cause is unknown. A video of a 4fr s/l groshong nxt catheter being infused and aspirated was returned for evaluation. The catheter was found within the kit tray and was accessed with a syringe through the inlaid flush-through stylet. When the syringe plunger was advanced, clear liquid was seen being expelled from the catheter valve. However, it could not be determined from the video if unusual pressure had to be applied to the syringe plunger as reported by the complainant. When the syringe plunger was retracted, air was not seen entering the syringe barrel. Instead, the syringe plunger would readvance to the initial location. The readvancement of the syringe plunger indicated that the catheter valve was not opening inward to allow for aspiration. It should be noted that aspiration is not assured through the stylet flushing adaptor (flush only) and it was unknown if that was potentially a contributing factor in the alleged event. Other possible contributing factors could include damage to the valve or insufficient lubrication on the valve. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to aspirate was confirmed but the exact cause was unknown. The product returned for evaluation was one 4 fr groshong nxt catheter. Microscopic examination of the valve cut was unremarkable and the valve length was measured to be within specification. No potential cause for valve malfunction was observed during microscopic examination. Repeated functional flow tests of the catheter concluded that the groshong valve did not open for aspiration as intended. Infusion tests were successful but the catheter would not aspirate. Following initial valve aspiration testing, the valve was re-lubricated with silicone oil and additional aspiration testing confirmed aspiration. Because application of silicone lubricant established proper valve function, it is reasonable to conclude that a lack of lubricant contributed to the reported event. It is unknown if the lubricant applied during manufacture was affected by the clinical procedure or if the lubricant was affected prior to attempted device use. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that when evaluating the catheter, the valve was unable to be opened successfully. This made it impossible to aspirate and greater resistance was felt during injection.